Event description:
Patient had a subcutaneous port placed in a subclavian vein in 2007. In 2008, a distal 8cm segment of the catheter was removed from the right ventricle. The patient was later discharged home.